Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via medwatch "called to room by parent for leaking port-a-cath at connection point. Port de-accessed and re-accessed. The same issue occurred twice a few days apart to the same patient". This report addresses the second event.